Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal mid right coronary artery (rca). Following pre dilation of lesion with a 2.75 x 12 mm non-compliant balloon, a 3.50 x 38 mm promus premier stent was deployed at 16 atm for 10 seconds. After deployment and post dilation of the stent with a 3.50 x 12 mm balloon, a type b flow limiting dissection was noted. The dissection was covered with another 3.00 x 12 mm promus premier stent, and the procedure was completed successfully. The patient fully recovered and was stable post procedure.